Event description:
Reportedly, staff member fell while wearing the shoe covers. A small amount of water was on the floor.

Manufacturer narrative:
A staff member in the or was taking instruments into the decontamination area. She fell on her right side and injured her thumb, elbow, hip and ankle. A MRI was done and no fractures were identified. She returned to work on restricted duties. The director of surgery identified a number of factors, which may have contributed to the incident. There was a small amount of water on the floor. The caution statement on the package states that hospital floors are sometimes wet and that personnel who wear shoe covers should be aware that a risk of slipping exists and that precautions should be taken. In the future, the facility will place a large mat to catch any dripping from the wet instruments. Another factor was the shoes worn by the end user. The facility did not feel the heel was appropriate for use with shoe covers in the or. The last factor relates to the fact that this was not the first injury for this employee. The facility plans to conduct staff training concerning safety protocols in the or.